Manufacturer narrative:
H.6. Investigation summary:one photo was provided. The photo shows a case box label. The label confirms the lot#. It has missing the expiration date. The shelf box label and top web of the packaging blister have the exp date. During the device history record review it was noticed that the case label in the record has missing the exp date. This would have occurred during the multivac packaging process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
Material no.: 303008 ; batch no.: 9218470. It was reported that before use of the needle 21x1-1/2 rb ns the expiration date is missing from the label on the shipping carton. The following information was provided by the initial reporter: I have a component here 303008 and I need to know if it carries an expiration or not? I do have a label copy without an expiration date on it. In our records we have a label copy with an expiration date. I need verification that this is correct and not a possible misprint?

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 303008 batch no.: 9218470. It was reported that before use of the needle 21x1-1/2 rb ns the expiration date is missing from the label on the shipping carton. The following information was provided by the initial reporter: I have a component here 303008 and I need to know if it carries an expiration or not? I do have a label copy without an expiration date on it. In our records we have a label copy with an expiration date. I need verification that this is correct and not a possible misprint?